Event description:
Event description: tavi procedure was planned and acurateneo2 thv s size valve loaded on acurateneo2 ds. During the procedure when valve was inserted through the I-sleev sheath, at the point of valve crossing the abdominal aorta, safari wire came out from lv to ascending aorta. Due to loss of access to lv , as per the safety protocol we deployed the loaded valve (acurateneo2 thv) at the abdominal aorta below the renal arteries. Then retrieved the delivery system and recrossed the diseased aortic valve and opened the new acurateneo2 ds and acurateneo2 s size thv , with this we successfully completed the procedure by deploying the valve at native aortic valve position. During this procedure patient is not harmed and patient is doing good. What troubleshooting steps, if any, resolved the issue?: deployed the valve at abdominal aorta and new delivery system and valve was taken to complete the procedure. Patient present at time of event?: yes. Patient complications: no patient complications.

Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu) warnings section: monitor the wire position throughout the procedure for proper placement of curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. As described in the device instructions for use section: advance the safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.